Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. An opti cross hd imaging catheter was advanced for ultrasound examination of the target lesion. While inside the patient, the catheter detached. The device was not visible inside the coronary under fluoroscopy, the entire system along with the guide catheter was removed from the body and the separated fragment was observed in the sheath part. The procedure was completed with the original device. There were no abnormalities observed with the patient. There was no patient injury.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. An opti cross hd imaging catheter was advanced for ultrasound examination of the target lesion. While inside the patient, the catheter detached. The device was not visible inside the coronary under fluoroscopy, the entire system along with the guide catheter was removed from the body and the separated fragment was observed in the sheath part. The procedure was completed with the original device. There were no abnormalities observed with the patient. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached at the lap joint section. The imaging window was returned inside a non-boston scientific kinked and bent guide catheter, with a guidewire and other device also inside the guide catheter. An additional media was provided by the client that supported the reported product analysis. Partial or complete detachments are prone to occur near the lap joint section due to the difference in rigidity between the imaging window and the sheath section, due to this, the forces in this section are not evenly distributed and are mainly focused over the least rigid material. The detached sections showed evidence of a separation due to tension forces, this is often encountered during advancement and withdrawal of the device, since this causes a compression and torsion that if not aligned with the axis, lead the material to torn.